Event description:
Medtronic received info that aortic insufficiency was noted immediately post implant of this bioprosthetic valve. The valve was explanted and replaced with a mechanical valve and conduit. It was reported that the pt died intra-operatively due to bleeding. It was also reported that the pt had a heavily calcified aorta with very friable tissue.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 236 mg/dl, 115 mg/dl, and 91 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.